Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 828-090, 510k # k964275 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with kyphoscoliosis; and underwent fixation from t8 to iliac. On an unknown date, post-op, the alleged rod broke at left side of sacral-iliac junction. The right side rod also broke at sacral-iliac junction. Additionally, non-union was observed at l4-l5. Hence, a revision surgery was performed, in which the broken rods were replaced and reinforcement was performed with four rods. No fragment of the broken rods remained inside the patient. Patient's issue has been reported as resolved.